Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his son's blood glucose increased to 500 mg/dl when they were at the movies. The patient may not have corrected for the food he ate while at the movies. The patient was vomiting due to the high blood glucose. The customer had already changed his infusion set and bolused. The patient's current blood glucose is 283 mg/dl. Troubleshooting was declined for the high blood glucose. No products were returned or replaced.